Event description:
During surgery the distal end of a 7mm biorci ha screw broke at about the 2mm thread point. The surgeon was able to retrieve both pieces. It was reported that no patient injury or procedural complication resulted.